Event description:
This lead was implanted on (B)(6) 2002 and was capped on (B)(6) 2012 due to high threshold and patient developed an infection following lead revision. The patient will be monitored in the hospital. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6), australia. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).